Event description:
It was reported that this right atrial (ra) lead measurements increased shortly after implant. Technical services (ts) was consulted and noted that reprogramming had been performed before the increase. The exhibited measurements have been within range. An electrophysiology procedure and a lead revision were documented a couple of months after implant. This ra remains in service. No adverse patient effects were reported.